Event description:
It was reported that during a repair service performed by a getinge service territory manager (stm), the keypad for the cs300 intra-aortic balloon pump was found to be intermittently functioning. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The stm replaced the keypad assembly and the mai keypad overlay then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during a repair service performed by a getinge service territory manager (stm), the keypad for the cs300 intra-aortic balloon pump was found to be intermittently functioning. There was no patient involvement, and no adverse event was reported.